Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery would not deplete below the last two squares on the indicator bars on both the controller and the battery itself. Battery switching was suspected. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the battery((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed that the controller, (B)(4), contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data files revealed power switching events due to momentary disconnections; however, (B)(4) was not involved in the recorded power switching. As a result, the reported event was confirmed. Failure analysis of the returned device revealed that the device passed visual examination and functional testing; the returned battery was able to adequately provide power to a test controller. The most likely root cause of the reported event can be attributed to momentary disconnections; (B)(4), however was not involved in the power switching events. If information is provided in the future, a supplemental report will be issued.